Event description:
It was reported that low, hv lead impedance was observed. During dft testing, an alert for possible high voltage lead issue was received. Lead was capped and replaced. Patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.